Event description:
It was reported that customer experienced inaccurate cartridge readings for insulin level on pump and did not request further contact with support. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined troubleshooting, was noted to be outside of warranty and in process of renewal, and no additional actions were taken by technical support.